Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported issue of the system being stuck in service mode. During troubleshooting, the rse found that the system was in open profile mode due to previous service issues where the philips field service engineer (fse) missed to switch back to close the profile. The rse switched the profile to closed mode and successfully performed the boot up. The system was returned to use in good working order.

Event description:
It was reported to philips that the device's application software was failing to launch. No harm was reported to philips. Philips has started an investigation of this complaint.